Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer reported concerns with the internal tubing and wanted cardioquip to review the photos sent and have a recommendation to address the concerns. Cardioquip recommended having the internal water pathway replaced. The device was tested upon receipt at cardioquip and found to contain bacterial contamination levels that exceeded acceptable limits. The device went through an internal water pathway replacement and was tested afterwards. According to lab results, the cfu count was within the acceptable limits.

Event description:
Customer reported that the unit needed iwpr. Cardioquip identified discoloration in the tubing and possible contamination.